Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed broken on posterior side assessed as unidentified (tear) opening, observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional observations: no other observation observed.

Event description:
Device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "implant removal from textured to smooth due to the concerns of the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.